Event description:
It was reported that the general dentist noted inflammation around the implant and referred the patient back. It was then noted that the implant had failed due to infection. The implant was removed. Tooth location was not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided e1: last/given name unknown / not provided g4: additional PMA/510(k) number ¿ k011028 / k013227 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.